Event description:
It was reported by the patient that he experienced pain at the implant site and was concerned the implantable pulse generator (ipg) may be leaking. Additional information from follow up was not able to be obtained. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.